Event description:
Welch ally became aware of this event via medwatch report (B)(4). During a vaginal exam for complaint of vaginal discharge, physician assistant (pa) discovered after removing the speculum that it had a piece fractured off longitudinally on one side. The pa did a manual sweep of the vaginal vault to ensure there were no retained pieces and none were found. The patient had minimal bleeding, irritation and no pain. The patient did not require any treatment. The pa also reported that nothing unusual was noted during the exam. The customer did not provide a patient identifier.

Manufacturer narrative:
Method: the actual devices have not been returned to welch allyn for evaluation. Complainant provided photographic evidence of break. Results: vaginal speculum.